Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, when tacking the mesh in the inguinal space, the reload disengaged into the cavity of the patient and was retrieved by a grasper. Another device was opened to complete the case. There was no patient injury.